Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins had migrated up and was not sitting low making it difficult to charge. Patient reported that manufacturer representative said that ins was higher that other patients but did not believe it had migrated. No additional symptoms, or additional complications were reported for this event.